Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported and the patient condition was good.